Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address swelling and pseudotumor.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 05/10/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, deep vein thrombosis, and displacement of the right femoral vein due to pseudotumor. The litigation also alleges infection. The cup will be added to the complaint, but not reported for the infection as the implants were in around (B)(4) years. If/when we receive medical records we will update as needed. We dont know if depuy products were involved in the following revisions after (B)(6) 2014. If/when we receive more info we will update as needed. Updated head/liner and added cup. Complaint updated (B)(6) 2016.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/6/16- pfs and medical records received. After review of the pfs and medical records for MDR reportablility, the part/lot numbers are being added to the cup/stem and expiration dates updated on head/liner.

Manufacturer narrative:
Patient was revised to address swelling and pseudotumor. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report found against the 2731826 lot code. Per wi-3430, this product code is exempt from DHR review. No other reports were found against the femoral head. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.